Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery. During the procedure, fluid loss was noted in the right cylinder. Therefore, the entire ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.